Event description:
The caller alleged discrepant results when compared with lab results. The results are as follows: 2008, a 5.4, 7.2. On the same day, b 4.5, 7.2. The patients coumadin was held back.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008, patient inratio: a 5.4, lab: 7.2, mean: 6.3, confident limits: not within the acceptance criteria. Date: on the same day, pt inratio: b 4.5, lab: 7.2, mean: 5.85, confident limits: not within the acceptance criteria. As per internal procedure rev.2 the test 1 and test 2 are not within the confident limits. The product will not be investigated. The patient a and patient b were held back on the coumadin. This is an adverse event.